Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, the pusherwire of a ruby coil became bent while advancing the coil into the microcatheter. The ruby coil was removed and was not used. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.